Event description:
On 5/22/96, 2 model 3611es-15 tissue expanders were implanted perianal reconstruction and trans-sexual surgery. Reporting health professional said this pt was instructed on how to inject saline into the expanders himself because he lived so far from the physician's office. Allegedly, one of the devices expanded as intended but the other never expanded after injections. As a result, the physician explanted the deflated device on 2/7/97. No add'l pt trauma was reported. Exam of the alleged device revealed a port failure within the port seam and the tubing was cut during removal. Port molds for this model have been improved.